Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). Additional information d4, g1-2, h4 : the device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Corrected data, d10, the date the device was returned to the manufacturer was reported as march 2, 2020 in the initial report and has been updated to february 20, 2020

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data, d10, the date the device was returned to the manufacturer was reported as february 25, 2020 in the initial report and has been updated to march 2, 2020. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn gear, the gearbox made loud noises, the machine could not dismantled and failed pre-test for check of free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device serial or lot number was unknown; therefore, UDI: (B)(4). The manufacturing location was unknown. Device manufacture date was unknown. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device was working, however it was very noisy. It was reported that an attempt to oil was made but, however the results were still the same. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.